Manufacturer narrative:
Conclusion results - as received the ipg did not communicate with a test pt programmer, the ipg battery was completely depleted; "ipg communication error..." Was observed. The reported complaint of "pt did not recharge" was confirmed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt did not recharge her scs ipg for an extended period of time. The pt's ipg battery depleted and the ipg became inoperable. The pt's scs ipg was replaced with a new one on (B)(6) 2014. Effective stimulation therapy was reportedly restored postoperative.